Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Ref MFR report: 1627487-2014-05679. It was reported the pt's leads had migrated after he experienced a fall. As a result, the pt's leads were explanted and replaced (with a single lead/different model). Post-op, the replacement lead was performing as intended.